Event description:
In 2008, baxter legal was notified of a litigation case, which involved a report of an overdose of morphine on a baxter ipump, and resulted in a pt death in 2005. According to the facility's legal department report, the autopsy showed the child died from pulmonary emboli. The pt also suffered from sickle cell disease. The plaintiff has raised questions regarding the morphine use on the ipump as well as questions about the pump. Add'l info was provided by the facility's attorneys. J.s., a male was admitted to the hospital on the day before for pain and sickle cell disease. On the following day, the pt was receiving morphine on the ipump and everything was "fine." The pt's pulse ox was being monitored. The pt suddenly went into full arrest. Cardiopulmonary resuscitation was performed. Narcan was given with no affect. The pt expired on the same day. Reportedly after the pt's death, the staff noted that more morphine was given than what was programmed, but was within therapeutic limits. The pump was unplugged and sequestered in the hospital. The morphine and tubing was discarded. Hurricane katrina hit the area, and reportedly it was unk what happened to the pump. The nurses stated that the pump did not show a malfunction. Upon review of the baxter complaint databases, baxter received a report on the next day for this pump qds complaint. At the time of the report, baxter was not informed that a pt expired. Baxter was informed that there was no overinfusion or pt injury. Thus, the incident was not reported to the FDA.

Manufacturer narrative:
The pump was evaluated by baxter on 05/13/2008 and found to be within specification for accuracy. According to baxter records, this device, was destroyed. The certificate of destruction (cod) was signed off in 2008. This pump was owned by a health systems.